Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4194-88 lead implanted: (B)(6) 2008; product ID: c154dwk ICD, implanted: (B)(6) 2008, product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The lead was returned with outer insulation explant damage due to melt, but shows signs of ¿crush¿ occurring prior to explant damage. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. It was further reported that the left ventricular (lv) lead dislodged during the elective explant of the right ventricular lead. The atrial and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.